Event description:
All attempts to the reporter for additional information have been unsuccessful to date.

Event description:
Reporter indicated a patient had increased seizures and prolonged seizures (grand mal) in (B)(6) 2011 requiring hospitalization. Attempts for further information are in progress.